Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented to the clinic for a follow-up. The device exhibited non-sustained ventricular oversensing due to post-paced t-wave oversensing. Programming changes with be made at the next follow-up in approximate 6 months.